Event description:
It was reported that the system 2600 displayed a filament regulator error and was non operational. There was no adverse patient involvement and no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The analog interface circuit board was reseated and the system was tested and found to be working as intended and placed back into service.